Event description:
Customer's brother reported hospitalization due to low blood glucose. The paramedic transported customer to hospital due to low blood glucose reading of 27 mg/dl. Paramedics gave customer glucagon injection. Customer has been experiencing low blood glucose for five weeks. Customer thinks the insulin pump is overdelivering insulin. Customer was dehydrated and diarrhea. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.